Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate. Reportedly, the cartridge was filled with 500 units. The user¿s blood glucose level was 205 mg/dl. Reportedly, the user reloaded the cartridge.